Manufacturer narrative:
(B)(4). The other proglide device and starclose se device are being filed under separate medwatch MFR numbers. Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglides and a starclose se device after an interventional procedure. Reportedly, a cuff miss occurred with the first proglide, a second proglide device used would not advance over the wire into the vessel. The sheath was replaced and then a starclose se was used. When the plunger was depressed the locator wings would not lock into place. The locator wings could not close and were "jammed." The device was pulled out of the patient. The locator wings on the device were still in the open position upon removal. Manual arterial compression was applied to achieve hemostasis. It appears the device did not enter the vessel correctly or pushed itself out when the shaft entered into the sheath. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.